Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image displayed due to an electrical short in the camera cable. Additionally, service found there was a kink in the cable, and the labeling on the rear cover was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, there was no image displayed with the subject device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.